Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the unspecified bd maxzero needleless connector had leakage. The following information was provided by the initial reporter: we recently had an inpatient leak involving texium. A nurse disconnected between the texium and the smartsite, and a chemotherapy spill occurred. We are also trying to understand whether this may be related to the max zero needleless connectors, since they are designed to push fluid out and we typically expect to see fluid present at the endo f the connector when it's not part of a closed system.